Event description:
Output was insufficient due to the increased threshold. There was a pacing failure that occurred on the electrocardiogram, and when the threshold was measured, the threshold was 5v1.5ms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).